Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The pcba,cpu was replaced. The root cause: evidence of a serial peripheral interface (spi) bus failure. Since this failure investigation did not reproduce any issue with the spi bus. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a speaker test error code. There was no patient involvement.